Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the issue occurred on (B)(6) 2025. The occurrence was identified during the log file review of another event (MFR report number: 3003768277-2025-006939). Despite prior indication, additional information confirmed that the system was not in clinical use when the issue was identified. No harm to the patient or user was reported. A philips service engineer (rse) inspected the system remotely and confirmed the reported issue. Log file reviews showed several geometry errors of which one was the enable movement (enmv) active during startup. Since envm is not allowed to be active during the startup phase, geometry will not become available for the user. The issue prevented a full system boot. It was identified that the issue occurred intermittently, but it was not possible to determine a cause. A philips field service engineer (fse) inspected the system on site and was not able to identify a cause. The system was being monitored for potential reoccurrences since this event occurred. During this monitoring period of 8 months, the reported issue did not reoccur. A root cause could not be established. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the system generated an alert indicating "enable movement (enmv) is active during system startup", which can impact booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.